Manufacturer narrative:
The device is not being returned but photographic evidence was provided that confirmed the reported problem. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 2 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the patient. Do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage to the insulation. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ia-2379 was being used during a shoulder arthroscopy on (B)(6) 2020 when it was reported "during a procedure, part of product peeled and stopped work. After wrapping the product with a glove, the product returned to function. No injury observed in patient." Further assessment follow-up found that there was no contact to the patient by the peeling component. The procedure was completed as planned and there was no injury, medical intervention, or hospitalization reported for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.